Event description:
The patient received two scs leads with the same lot number. It was reported, the patient experienced a sharp pain in the right side of her abdomen after the permanent implant procedure. The sjm rep turned off the scs system; however, the patient continued to experience pain which resulted in hospitalization and a consultation with a neurosurgeon. Follow-up identified CT scan results were normal and the patient was discharged from the hospital. It was reported, the patient was 'doing well' and she was receiving effective and 'comfortable' stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.